Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified a curved opening, fold creases, and a missing plug strap. A leak test was performed and two openings were found. A microscopic analysis identified: two striated curved openings on the anterior and radius side assessed as surgical damage and total delamination of the plug strap disk shell assessed as an adhesive failure. Fill inspection was performed and identified no blockage in the valve. Based on the device analysis the final assessment is: a curved striated opening assessed as surgical damage, and a missing plug strap that is assessed as inconclusive.

Event description:
Health professional reported a left side deflation. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling. The reason for reoperation: deflation.

Event description:
Health professional reported a left side deflation. Device has been explanted.